Event description:
The biomedical engineer reported that the 2 central nurse's station (cns) and 3 rnss went down due to network issues. No patient harm was reported.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019 it was reported that a network switch had lost configuration. Nk network engineer ryan dashefsky attempted to remote into the switch but was unable to do so. Customer requested an exchange switch. Service requested: exchange. Service performed: exchange. Investigation result: the cause of network switch losing configuration was due to its failure and requiring replacement. The root cause for network switch failing could not be determined. The network switch is a periphery network component. Service history for this customer shows another recent event related to network switch (a/c2960x-24ts-l), ticket 57155 opened on (B)(6) 2019. Under this ticket, a network switch was sent out to the network team as part of an investigation into rns communicating across the gre tunnel. It was unknown if the exist switch failed. On (B)(6) 2019, another ticket (57544) was created for "gre tunnel went down". The issue was fixed by customer; however, the details were not available. On (B)(6) 2019, the current ticket was opened, ticket 58468. A failed networks switch was identified and replaced there have been no other network switch related events for customer facility sinc (B)(6) 2019.

Manufacturer narrative:
The biomedical engineer reported that the 2 central nurse's station (cns) and 3 rns's went down due to network issues. This was due to the network switch failing. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. We had requested all devices that failed as a result of the network failure and the following is what was provided by the customer: central nurses station (cns). Model: pu-621ra. Serial number (B)(4). Central nurses station (cns). Model: pu-621ra. Serial number (B)(4). Remote monitoring station (rns). Model rns-9703-019. Serial number (B)(4).

Event description:
The biomedical engineer reported that the 2 central nurse's station (cns) and 3 rns's went down due to network issues. No patient harm was reported.